Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Per tandem's user guide: "do not use any other insulin with your pump other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the pump."

Event description:
It was reported that intermittent cartridge alarms occurred (alarm 19) during the load sequence with multiple cartridges. Customer¿s blood glucose level ranged from 126-312 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.